Event description:
It was reported that the left ventricular (lv) lead had high impedances due to a possible lead fracture. The lv lead was reprogrammed and remains in use. The lv lead will be monitored closely and revised at routine device change out. No patient complications have been reported as a result of this event.

Event description:
Additional information was received that the left ventricular (lv) lead was capped. It was noted that the patient had heart failure symptoms that correlate with failure of the lv lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).